Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station system had failed to turn on, with an alarm sounding that could not be silenced. The field service engineer (fse) had found the anesthesia uninterruptible power supply (ups) beeping and displaying a battery failure. The fse had resolved the issue by swapping the ups with the unused unit from operating room (or) 20, restoring functionality to or 4 for the next case immediately. After the swap, the station had been running smoothly, and the fse had also replaced a damaged network cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ anesthesia station es, failed to turn on, with an alarm sounding that could not be silenced. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.